Event description:
It was reported that during the operation a part of the attachment came off and the bur could no longer be inserted in the attachment. At the time of the report, there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of a part of the attachment came off and the bur could no longer be inserted in the attachment was confirmed. The likely cause of the failure was due to the broken bearing. However, it was also found that the telescopic part does not move completely. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3: notified date used as the date of incident, as the event date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.